Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the lead exhibited a sensing anomaly. After multiple attempts to reposition, sensing did not improve. The physician used a new stylet and had difficulty inserted the stylet into the lead. The lead was not used and a new lead was implanted. The patient was fine.